Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, loss of capture on the right ventricular lead was noted. Auto capture was disabled and set to a fixed output in order to resolve the issue and the patient was stable.